Manufacturer narrative:
Device evaluation: visual inspection revealed no signs of obvious damage. A functional inspection was performed with the returned closure top (pn 07.02010.001 lot zb7175328) and found the closure top was able to fully seat within the tulip head without issue. Review of the provided x-ray images shows that the closure top has clearly migrated out of the screw. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a closure top was found to have migrated out of the mating vital mis screw via x-ray taken at the patient's one month postoperative appointment. A revision surgery was performed to remove and replace the screw and closure top. The revision surgery was a success without any issues. This is report one of two for this event.

Event description:
It was reported that a closure top was found to have migrated out of the mating vital mis screw via x-ray taken at the patient's one month postoperative appointment. A revision surgery is scheduled to remove and remove and replace the screw and closure top. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2023-00115.